Manufacturer narrative:
(B)(6). Report source: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy pca pump model 6300 alarmed "no disposable, pump won't run" during use. No adverse patient effects were reported.